Event description:
Procedure: lung biopsy. The caregiver for patient contacted covidien because, reportedly, the patient has chronic obstructive pulmonary disease and has difficulty speaking. According to caregiver: the patient underwent surgery in (B) (6) 2009. During the surgery, a piece of the stapler used broke off and was left in the patient. X-rays have been taken. The hospital stated that covidien was the manufacturer of the stapler although no specific product information was known. The caregiver was asked to obtain additional information from the hospital.

Manufacturer narrative:
(B) (4). (B) (4).